Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') in an adult female patient who had essure (batch no. 898934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: terazol and diflucan. Concurrent conditions included ovarian cyst and yeast infection. Concomitant products included acetylsalicylic acid (aspirin), hydrocodone, nsaids and paracetamol (acetaminophen). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection ¿ vaginal"), depression ("psychological and psychiatric ¿ depression") and anxiety ("psychological and psychiatric ¿ mental anguish"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy ,endometrial ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure date of insertion: (B)(6)2015 00:00 post total laparoscopic hysterectomy plaintiff had vaginal discharge and not feeling well, urinary discomfort, malodorous discharge. Noted appeared to be postoperative vaginal cuff abscess on CT scan. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6)2013: total bilateral occlusion. Lot number: 898934, manufacture date: 2011-09 , expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration ¿ yes') and pelvic pain ('physical pain / pain/ pelvic') in an adult female patient who had essure (batch no. 898934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: terazol and diflucan. Concurrent conditions included ovarian cyst and yeast infection. Concomitant products included acetylsalicylic acid (aspirin), hydrocodone, nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection ¿ vaginal/bladder / urinary problems ¿ vag. Infect"), depression ("psychological and psychiatric ¿ depression") and anxiety ("psychological and psychiatric ¿ mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dyspareunia ("dyspareunia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy ,endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal infection and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure date of insertion(B)(6) 2015 00:00 post total laparoscopic hysterectomy plaintiff had vaginal discharge and not feeling well, urinary discomfort, malodorous discharge. Noted appeared to be postoperative vaginal cuff abscess on CT scan. She received treatment for pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, migration, vag. Infect diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2013: total bilateral occlusion. Lot number: 898934 manufacture date: 2011-09 expiration date: 2014-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-apr-2021: medical record received. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration ¿ yes'), pelvic pain ('physical pain / pain/ pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 898934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: terazol and diflucan. Concurrent conditions included ovarian cyst and yeast infection. Concomitant products included acetylsalicylic acid (aspirin), hydrocodone, nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In december 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection ¿ vaginal/bladder / urinary problems ¿ vag. Infect"), depression ("psychological and psychiatric ¿ depression") and anxiety ("psychological and psychiatric ¿ mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy ,endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, vaginal infection and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure date of insertion:??-sep-2015 00:00 post total laparoscopic hysterectomy plaintiff had vaginal discharge and not feeling well, urinary discomfort, malodorous discharge. Noted appeared to be postoperative vaginal cuff abscess on CT scan. She received treatment for pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, migration, vag. Infect . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on 01-mar-2013: total bilateral occlusion. Lot number: 898934 manufacture date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: events abdominal pain, gen. Abnorm. Bleed, migration added. Events outcome updated for vaginal infection, menorrhagia, pelvic pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') in an adult female patient who had essure (batch no. 898934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: terazol and diflucan. Concurrent conditions included ovarian cyst and yeast infection. Concomitant products included acetylsalicylic acid (aspirin), hydrocodone, nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection ¿ vaginal"), depression ("psychological and psychiatric ¿ depression") and anxiety ("psychological and psychiatric ¿ mental anguish"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure date of insertion: (B)(6) 2015, 00:00. Post total laparoscopic hysterectomy plaintiff had vaginal discharge and not feeling well, urinary discomfort, malodorous discharge. Noted appeared to be postoperative vaginal cuff abscess on CT scan. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs received. Lot number added. Concomitant medication and condition added. Events: abnormal bleeding (vaginal, menorrhagia); dysmenorrhea; dyspareunia; infection ¿ vaginal; pain; psychological and psychiatric ¿ depression and mental anguish were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration ¿ yes') and pelvic pain ('physical pain / pain/ pelvic') in an adult female patient who had essure (batch no. 898934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: terazol and diflucan. Concurrent conditions included ovarian cyst and yeast infection. Concomitant products included acetylsalicylic acid (aspirin), hydrocodone, nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection ¿ vaginal/bladder / urinary problems ¿ vag. Infect"), depression ("psychological and psychiatric ¿ depression") and anxiety ("psychological and psychiatric ¿ mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dyspareunia ("dyspareunia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy ,endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal infection and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure date of insertion: (B)(6) 2015 00:00 post total laparoscopic hysterectomy plaintiff had vaginal discharge and not feeling well, urinary discomfort, malodorous discharge. Noted appeared to be postoperative vaginal cuff abscess on CT scan. She received treatment for pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, migration, vag. Infect. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Lot number: 898934 manufacture date: 2011-09, expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of the event vaginal haemorrhage , dysmenorrhea and dyspareunia ere updated from unknown to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.